Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a calcified left anterior descending artery that is 80% stenosed. The 2.25x12mm nc trek neo balloon dilatation catheter shaft separated in the guide catheter during removal. The separated portion remain in the guide catheter and was removed with it. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported separation could not be determined. Possible factors that may contribute to a separation may include, but not limited to, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. There was no damage noted to the device during the inspection prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted the outer member separated from the hypotube seal. The material at the noted separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). Additionally, stretching was noted on the outer member. Based on the returned device and the noted condition at the separation, it is indicative of difficulty and/or inadvertent mishandling of the device which likely led to the reported separation; however, a conclusive cause of how this occurred cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.